Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for the customer complaint of a device service required alarm. There was no harm or injury reported. On device evaluation, ventilator inoperative alarm code e-196 was noted indicating communication failure between the therapy and user interface central processing unit. Additionally, device alarm e-202 was noted in the device error log indicating a speaker failure. Device testing was performed as part of the investigation; however, no abnormalities were confirmed. Although the cause could not be identified, the components that were believed to malfunction per the details of the event log were replaced. The speaker assembly, system printed circuit board assembly and the display printed circuit board assembly were replaced to address the issue.

Manufacturer narrative:
The reported failure of ventilator inoperative condition due to failed printed circuit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.